Manufacturer narrative:
H3: the returned device was subjected to a series of standard tests that include but is not limited to visual inspection, alarm output, motor function, and dispense testing. Destructive analysis identified residue in the motor gear train. Analysis identified wearing on the upper shaft of gear number two. Medtronic developed a design change to reduce motor shaft wear and received regulatory approval for the change. Medtronic began distributing pumps with this design change in august 2017. H6: annex b updated to b01. Annex c updated to c07. Annex d updated to d1103. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving morphine (20mg/ml at 10,5mg/day) and clonidine (30mcg/ml at 15 ,75mcg/day) via an implantable pump for unknown indications for use. It was reported that the pump stopped suddenly without alarm. It was stated that some confusing messages appeared when the telemetry was done. It was detailed that alerts appeared when telemetry was done: therapy lost after 645 hrs with pump stopped code 99; motor stall code 100; empty pump code 98 and code 97, and that both messages of the pump stopped and motor stall showing at the same time was considered confusing. It was reported as a factor that may have led or contributed to the issue that the nurses said the patient could have lost the refill date, and that no alarm appeared. It was indicated that the patient did not have an mir or exposure to emi/magnetic sources. The patient experienced deprivation related to the event. It was reportedly unknown when the motor stall began, but the low/empty reservoir reportedly occurred on (B)(6) 2021. The pump was replaced and would be returned. At the time of the report, the issue was resolved and the patient status was alive without injury. No further complications were reported or anticipated.